Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. An abrasion was observed on the insulation due to friction with the ICD can. The lead passed all electrical tests. No complaint was received with return of the device. Failure (event) observed during analysis.